Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing of noise. Programming changes were implemented. Imaging performed did not reveal any externalization. There were no patient consequences.